Manufacturer narrative:
Device evaluation summary:monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2017 at around 7:39 am. The patient's nurse reported that the patient's passing was cardiac related but that the patient was not wearing the lifevest at the time of death. It was reported that ems had removed the device to work on the patient. Per review of the event, the patient first went into an idioventricular rhythm at 10 bpm, accelerating to 40 bpm. Two minutes later, asystole was observed on the ECG recording, transitioning to an idioventricular rhythm. The patient received 1 treatment at 6:44:48 am. The ECG recording shows that the patient was in asystole at the time of the treatment. Oversensing of a low amplitude cardiac signal contributed to the false detection. Asystole is considered a non-shockable rhythm. There is no evidence that the treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm.